Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The nurse wanted to review the basal rates, but she had to hang up suddenly, and no further info was obtained.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.